Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the date of event was not provided.

Event description:
It was reported by the patient through a social media post that although he underwent the rezum procedure, it still takes him forever to urinate. No further information was provided.

Manufacturer narrative:
The delivery device was returned for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of urinary retention is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the date of event was not provided.

Event description:
It was reported by the patient through a social media post that, although he underwent the rezum procedure, he is still experiencing a delay in urination. No further information was provided.